Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to the ventricular assist device (vad) exhibiting above normal power consumption and high watt alarms. A vad thrombus and hemolysis were suspected. The patient was reported to have elevated lactate dehydrogenase (ldh) and later in the day developed dark coke-colored urine. The patient was administered anticoagulants. The vad was exchanged and a large thrombus was found in the inflow cannula of the vad after removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a decrease in power consumption on 02-oct-2020, followed by a sustained increase in power consumption, leading to parameters above normal operating range, and a subsequent sharp increase on 12-oct-2020. 183 high watt alarms were logged since 12-oct-2020. Post-explant functional analysis on the returned pump was not possible since the driveline was too short to be able to splice the driveline and then conduct functional testing. Failure analysis of the returned pump revealed that the device passed dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed evidence of thrombus within the device. As a result, the reported high power and device thrombus events were confirmed. Information received from the site indicated that, in addition to increased pump power consumption, the patient presented with elevated lactate dehydrogenase (ldh) and a device thrombus and hemolysis were suspected. The patient later developed dark coke-colored urine, was treated with anticoagulants, and later underwent a pump exchange. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the initial decrease in power consumption may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump, resulting in an increase in power and triggering high watt alarms. Per the instructions for use, device thrombus and hemolysis are known potential complications associated with the implantation of a vad. There was no evidence that th e patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and additional information. Correction d4: the model and catalog numbers were corrected from 1104 to 1103. The serial number was corrected from (B)(6) to (B)(6). The expiration date was corrected from 31-mar-2015 to 31-jul-2019. Correction h4: the manufacture date was corrected from 31-mar-2013 to 31-jul-2017. Additional information was regarding the patient's past medical history and device return. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.